Manufacturer narrative:
Due to the receipt of new information this report will be completed under manufacturing report number 3007963827-2016-00038.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to femoral loosening.